Event description:
(B)(4). Terrible migraines causing me to barely be able to move, horrible bloating in my stomach, terrible mood swings, severe pelvic and back pain, and my hair is beginning to fall out. (B)(6) paid for my device.